Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the distal end of the tissue dilator was chipped when the clinician used it during the procedure. Follow up information states a second kit was opened and the tissue dilator was used to complete the procedure. No known patient complications and no patient death reported.